Manufacturer narrative:
On 28-dec-2021, mentor received additional information regarding the procedure type. The procedure type was initially reported as breast reconstruction. However, additional information revealed that the actual procedure type was primary breast reconstruction. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity, anisomastia, psychiatric disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent breast reconstruction surgery with mentor glow study gel devices - mentor memoryshape breast implant 685cc on (B)(6) 2019. On (B)(6) 2020, she presented with wrinkling, which required surgical intervention: fat grafting on (B)(6) 2020. On (B)(6) 2020, she presented with wrinkling, which required surgical intervention: fat grafting on (B)(6) 2020. On (B)(6) 2021, she presented with asymmetry, anxiety , which required medical device removal and replacement with mentor memorygel breast implant 790cc on (B)(6) 2021. This medwatch is for the right side.

Manufacturer narrative:
On 02-dec-2024, mentor received additional information about the event. The patient developed pain in both breasts post implantation. Manufacturer¿s reference number: (B)(4).